Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4).the product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre operative diagnosis: spondylosis type of procedure: "ps", transforaminal lumbar interbody fusion it was reported on (B)(6) 2016, intra-op, surgeon was screwing a screw in and the tip of the driver broke inside of the screw. No patient complications were reported for this event.